Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01371. It was reported during the patient's permanent scs implant procedure on (B)(6) 2017, the physician experienced difficulty implanting the leads. After multiple attempts to place the leads in the epidural space, the patient experienced a cerebrospinal fluid leak (csf). The physician decided to abort the case. A blood patch was to be applied to address the issue. No product was left implanted in the patient.